Event description:
It was reported that the insulin gauge was inaccurate and static. There was no reported impact to customer's blood glucose level. At the time of the report to tandem technical support, the issue was resolved, and the pump was displaying an accurate insulin amount.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.